Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: the pump was returned with a blank display and moisture in pump. The pump was opened and moisture was present internally throughout. The leak rest verified a bolus button leak. Unrelated to the original complaint, the audio bolus button cover was missing and could not be tested.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.